Manufacturer narrative:
This report has been identified as b. Braun melsungen (B)(4) internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). If we will get an investigation report, we will create the final report for the authority. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility ((B)(4)): "over infusion."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). Result of examination: a visual investigation was performed. The device showed age related signs of tear and wear, but no external damages could be detected. A technical safety check (tsc) and a functional test were performed. Due the technical safety check and a delivery accuracy measurement according was arranged. Further the downstream sensor was checked. The device fulfills the required values according to the specifications of the technical safety check (tsc). No malfunction or other problems could be detected. The complaint could be not confirmed. During the performed delivery accuracy measurement no deviation could be detected. The pump operate within our specification.